Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the patient database unexpectedly shutdown. The image acquisition system (ias) and the mobile view station (mvs) were starting up and then the mvs screen showed an error message which stated that the database shutdown and to contact an medtronic technical service rep. The medtronic representative instructed the site to restore the last backup of the database. No patient was present during the time of the reported incident.